Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no delivery alarm, charge/battery lasts less than expected anomaly and failed battery test alert due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries, diminished battery life, fogginess on the screen, unexplained no delivery alarms, lost sensor and calibration errors. No harm requiring medical intervention was reported. The device will be returned for analysis.